Manufacturer narrative:
Updated data: b4, g3, g6, h1,d9, h2,h3, h11. (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported issue in-house. The fault was traced to a failure of the fiber-optic sensor extension board. The component was replaced cable, pneu mod to backplane (0012-00-1708) , and normal operation was verified. Continuous operation testing was performed, and the unit operated as expected. A full inspection was completed in accordance with the service manual, and the device passed all functional and safety tests per factory specifications. Unit cleared for use.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) displayed a faulty optical sensor signal approximately ten minutes after clinical use began. Patient involved, no adverse health effects were reported to patients.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) had optical sensor malfunction indicated 10 minutes after clinical use began. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.